Event description:
It was reported that during a coronary stenting treatment procedure, a stent embolization occurred. The 80% stenosed lesion being treated was located in the moderately calcified, moderately tortuous left anterior descending (lad) artery. The lesion was not predilated. The physician attempted to place a 3.50 x 8 mm liberte bare metal stent, but was unable to cross the lesion. When removing the stent delivery sys, the stent embolized when it came in contact with the guide catheter. The stent was retrieved with a snare and the procedure was completed with another liberte stent. Pt status reported as "fine".

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the prod family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.